Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a loss of therapy. The caller asked to contact a manufacturer representative for an adjustment to be done. The patient had a health care professional (hcp) appointment next week and would like a manufacturer representative there. The patient had multiple falls and a stroke. Since then, the therapy was not working. The caller was not sure if the patient pressed the wrong button and locked them out or what was happening or if they had damaged anything. The stroke had occurred on (B)(6) 2016 and the calls and therapy not working started afterward in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.